Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). A review of device history records for manufacturing revealed no complaint related issues. The mf cortscrew head was broken. The measurable dimensions of the broken plate were checked and found to be in compliance with the technical drawings and ao/ asif specification. The examination of the raw material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The broken surface is homogenous which indicates material conformity as well. No product fault could be detected. We have to assume that exceeding mechanical force was applied during insertion procedure which may have caused the breakage finally.

Event description:
The screw head was broken during insertion. The product that was frequently used was drilled and inserted as normal procedure. However, the first quarter part of the screw head broke. After that, the insertion was exceeded very carefully. However, the second and third quarter part of the screw head was broken off. And then, the insertion of the screw became impossible to continue any more. So, the doctor picked up the screw from the bone with the needle nose pliers. Finally, no residue was left inside the body of the patient. This is 1 of 1 report for event (B)(4).